Event description:
During an atrial flutter procedure, it was reported that the navistar rmt thermocool electrophysiology catheter lost signals on both carto and recording system. The issue occurred after the physician changed to manual then switched back to the rmt. The catheter cable was changed but the problem remained. The issue was not present when switching to the manual catheter. The rmt catheter was replaced and the issue was resolved. The procedure was completed with no patient consequences. On (B)(4), received additional information requested from bwi representative stating that the signal was lost on all channels and in both systems at the same time. Due to this additional information, the complaint became reportable. Awareness date changed from (B)(6) 2013.

Manufacturer narrative:
(B)(4).